Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's "hold to deliver" switch was not working. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: at analysis it was noted that the device was received in good cosmetic and mechanical condition however the "hold to deliver" button was not working and some incoming tests were failed. It was noted that the battery contacts were contaminated. Pending customer approval of the repair quote the main board was to be calibrated, the battery contacts cleaned and the device retested. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.